Manufacturer narrative:
This event occurred on an unspecified date in (B)(6). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This is a report of three (3) cracked minicaps. The cracks were identified during patient use. There was no patient injury or medical intervention associated with this event. No additional information is available.